Manufacturer narrative:
The reservoir was returned with the snap-cap detached, which caused the reservoir to leak. It could not be determined if the customer received the reservoir damaged because the reservoir was returned after it had been used.

Event description:
The customer stated that she could not remove the reservoir from the tubing. The customer's blood glucose reading was 213 mg/dl. Nothing further was reported.